Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one conductor wire broken at the yaw pulley exit. The wire was detached from its connection at the grip. The electrical continuity test was performed and failed. The yaw pulley did not exhibit signs of arcing. Failure analysis investigation also found the following additional damages: the yaw pulley was broken and missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the missing piece from the yaw pulley and the missing material from main tube scratches found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument wire broke. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.